Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had sensor that had a needle break in his arm and sensor came out. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found needle separated from sensor base. Inspected insertion needle for burrs or hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis. (B)(4).